Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the most likely cause was degradation problems or some kind of stress. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had the connecting tube coating peeling. (1mm2 or more) and due to breakage of image guide bundle, the image was not displayed. There were no reports of patient involvement.